Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.